Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 116," "pacer fault 117," "defib fault 72," defib disabled," and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.